Manufacturer narrative:
No button error alarm or blank display noted during testing. Unit had no button response due to corroded keypad traces. It was unable to test for excessive no delivery alarm due to no button response. The insulin pump had minor scratched display window and cracked reservoir tube lip. Unit had moisture damage on electronic assembly and on motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported the customer's buttons became unresponsive after exposing the insulin pump to moisture. It was also found the customer received a button error alarm after exposing their insulin pump to moisture. A no delivery alarm was also found in the customer's alarm history. Customer's blood glucose was 201 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.